Event description:
It was reported that the patient was implanted on (B)(6) 2011, with five palatal implants. Reportedly, the patient had a sensitive palate and experienced ongoing discomfort and foreign body sensation. One of the implants partially extruded and was removed on (B)(6) 2011. The patient continued to experience discomfort. Two additional implants had partially extruded and were removed on (B)(6) 2012. On (B)(6) 2012, a fourth implant was removed, as it had also partially extruded. All implants were removed using forceps. No medication or injections were necessary to remove any of the reported implants. One palatal implant remains implanted.

Manufacturer narrative:
Device MFR. Date: 08/2010.

Manufacturer narrative:
This product was used for treatment purposes. (B)(4). The product was not returned to the manufacturer for evaluation. Evaluation method/results: [the product and/or images were not available for evaluation]; conclusion: [known product problem documented in the product (IFU) labeling]. Product description: the pillar system ("system") is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.